Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the device so no analysis or testing can be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Company representative reported having a discussion with a physician, who reported that they heard from different physicians in their area that they have had "a high level of infection" and "unincorporated tissue" when working with the seri surgical scaffold.